Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was in clinical use at the time of the event and customer was performing planned treatment/non-emergency treatment. The procedure was aborted and completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the collimator shutter closed, message shutters unavailable room down. During troubleshooting fse found that shutter collimation failed ¿ frontal or collimator shutters stuck and would not move. Review of the log file showed that collimator errors and warnings. Fse replaced the collimator. After replacement the system was returned to use in good working order.the codes were updated based on the investigation outcome.evaluation method code was corrected.

Event description:
It has been reported to philips that shutters are closed, and the room is down. The system was noted to be in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.